Event description:
The customer called to get assistance in programming the new transmitter into the insulin pump. During the call, the customer mentioned that she had low blood glucose of 22 mg/dl and paramedics were called and treated her. The customer also reported having high blood glucose of 228 mg/dl the day of the call. Troubleshooting was performed and settings in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. In addition, the customer received a sensor alarm while she was sleeping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.